Manufacturer narrative:
(B)(4). The cuvette reagent lot used for pt testing was b5jac807 and is referred to by itc complaint number (B)(4). Lot numbers of normal and abnormal act controls used were f4dna106 and g4dca019 respectively. The actual device was not evaluated. Process eval performed. There were no ncrs, anomalies or history of repair to the instrument. No current trends or CAPA related to the cuvette lot used for testing. No results available since no eval was performed. The device was not returned.

Event description:
On (B)(4) 2015 itc became aware of a complaint of out of range high readings with a hemochron signature elite and act plus system. Pt of unspecified age, gender and weight was in ER receiving IV heparin on an unspecified day at (B)(6) 2015. The target act was between 350 and 450 seconds. The hemochron signature elite and act plus system reported results greater than 1000 seconds four times. The last blood sample was re-tested on a second hemochron signature elite instrument (serial number unk) using the same reagent cuvette lot and the result was 460 seconds, which was as expected for the clinical situation. No excessive bleeding or other adverse events were reported. Electronic quality controls passed before the procedure. Both normal and abnormal liquid quality control levels tested by the health care professional on (B)(6) 2015 passed. Reagent cuvette handling and storage complies with product labeling. The customer was instructed to send the hemochron signature elite instrument to itc for inspection because system malfunction is suspected.